Manufacturer narrative:
The device was not returned to the service center for evaluation as the user facility discarded the device after the procedure. An investigation to obtain more detailed information regarding the reported events is ongoing.

Event description:
The service center was informed that a few days post a therapeutic turbinate reduction, the patient reported experiencing a numb feeling in their mouth. According to the user facility, 30 days after the procedure the patient continues to experience the numbness in the same area. It is unknown if the patient was treated.

Manufacturer narrative:
The probe used in the procedure was discarded not the celonlab ent 100-120 v~ (kit).

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results and additional information. The celonlab electrosurgical generator was returned to the service center for evaluation. A visual inspection was performed on the received device and found the rear identification label was slightly peeling off. The celonlab electrosurgical generator was then tested with a lab wb990210 celonprobreath probe and footswitch. The output power was observed at the distal tip upon activation. A power output test was performed and all output powers measured within standard specifications. Additionally, the wb991007 tested and passed the electrical patient safety leakage test. Based on the evaluation, the unit tested and passed all functional tests. The patient electrical safety leakage and all power outputs measured within safe standard specifications. The wb991007 celonlab electrosurgical generator tested to be working and fully functional.